Manufacturer narrative:
(B)(4). P- cap, reservoir locks properly into place. Unit passed the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected insulin pump error alarms noted during testing, however insulin pump error alarm found in pump history files, problem isolated to electronic assemblies as per global logic analysis. Unit received with pillowing keypad overlay and minor scratches on case.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarms. The customer stated they were able to clear the alarm and able to complete rewind process. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.